Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a celect-pt filter was deployed via the femoral approach. Upon unsheathing and releasing the filter, it did not open correctly but rather stayed in the collapsed configuration. The filter was then immediately retrieved from the jugular approach. After retrieving the filter, it opened normally on the back table. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The introducer dilator, the introducer sheath with stopcock, the celect-pt filter inside the protection tube, and the jugular introducer were returned. The device evaluation determined the following: considering the period collapsed and sticking inside the protection sheath the filter fully expanded after removal from the protection sheath. Two videos were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: the first video is of the fluoroscopy following deployment of the celect platinum ivc filter. The filter is located just to the right of the spine, presumably in the ivc. The filter is completely collapsed. Neither the primary nor secondary legs have opened. The filter is essentially in the same configuration as it would be, if it was still in the deployment sheath. The filter has a 7° tilt towards the right. The second video shows the filter after it has been retrieved. It appears normal. The filter has opened completely, and all the primary and secondary legs are present and not malformed. Fortunately, the physician did not leave the filter in the undeployed configuration and retrieved it without issues. The reason the filter did not open upon deployment is not determined on these videos. Potential causes include thrombus/fibrin in the sheath, or in the ivc, that inhibited the filter from opening. Without the inferior vena cava venogram or knowing the deployment sheath was adequately flushed before advancing the filter through the sheath, these are only possibilities. The other possibility is that the filter legs were somehow intertwined with one another, preventing their expansion. Unfortunately, this possibility is also just a theory without a way of confirming it. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include thrombus/fibrin in the sheath, or in the ivc, or the filter legs being somehow intertwined with one another. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: transfemoral inferior vena cava filter placement via femoral vein puncture. After unpacking the celect pt filter, the physician routinely advanced it into the delivery sheath using the transfemoral delivery system. Once the retrieval hook exposed the delivery sheath, the position of the sheath tip was reconfirmed below the renal vein orifice. The delivery sheath was then withdrawn. At this point, the filter was not fully deployed. Even after pressing the black button to fully release the filter, the entire filter remained undeployed. Since the filter's configuration could not achieve thrombus interception, the physician opted for transjugular access. Using the cook retrieval kit gtrs-200-rb, the celect pt filter was retrieved. Post-retrieval, the filter exhibited normal deployment in vitro. The physician then deployed a new filter. The procedure was completed. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.